Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 244.3020 was not identified during the customer call. Tech support recommended biomed to ordering ail assembly part# 49000355 to bd customer order management. Since the parts that they ordered with elite is having some issue or consider sending it in for factory repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error 244.3020 is showing after replacing air in line assembly module purchased from elite. There was no patient involvement.